Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that post procedure after discharge, patient experienced ineffective stimulation with no paresthesia obtained due to lead migration issue. Lead migration was confirmed via x-ray. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead showed a compression mark on the outer tubing. Setscrew marks were present on last terminal end contact, which indicated the lead was secured.

Event description:
New information received states that the lead was dislocated to the implantable pulse generator site and twiddler's syndrome was suspected. The lead was explanted, and a new lead was implanted. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.